Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Customer's spouse reported their freestyle freedom meter turned off after the count down. Customer's spouse also reported customer experienced symptoms of hypoglycemia such as sweatiness, clamminess, not able to talk and loss of consciousness. Paramedics were called and they obtained a reading of 39 mg/dl with an unknown meter. Customer's spouse also reported the paramedics obtained a reading of 120 mg/dl. Customer was transported to a health care facility where he was being diagnosed with severe hypoglycemia and treated with unknown medication. There was no report of death or permanent impairment associated with this case.